Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during set-up for peritoneal dialysis therapy on the homechoice. The technical service representative reviewed proper procedures with the patient. They had already ended therapy and planned to set up again using new supplies. There was no patient injury or medical intervention reported. No additional information is available.